Manufacturer narrative:
The device has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high bg levels. The customer was directed to changed their cartridge and infusion set as this was the third day of use. The pump is functioning as expected.